Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of use error, where there were loose connections at the dialyzer ports. ¿instructions for use (IFU) document #071966154 effective 11 may 2014 direction and data sheet basic exeltra and exeltra plus english and french provides proper procedures for setup, priming, treatment monitoring and termination of treatment.¿ a review of the label for the product family will be conducted. As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection at the ports of an exeltra dialyzer. This was found at the end of therapy. It was further reported that the incident involved failing to follow proper procedures. There was patient blood loss. The amount of blood loss was not reported; however, there was no indication that any medical or surgical intervention was necessary. No additional information is available.